Event description:
It was reported that during an implantable pulse generator (ipg) device deployment procedure the physician had difficulty placing a right atrial (ra) pacing lead. Several attempts were made with a passive fixation lead at the ra appendage location but the measured sensitivity was too low. The physician selected an active fixation lead but was unsuccessful after repeated attempts. The physician then selected the original lead and was successful in placing the lead in a different location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).